Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An eye care professional reported that for some time now they have been experiencing slight undercorrections on first eyes operated on. Additional information has been requested.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. After the day of the treatment, the field service engineer (fse) performed a maintenance and found the device met specifications. No technical root cause was identified. The product was found to be within specifications. The manufacturer internal reference number is: (B)(4).